Event description:
Customer reported leaking at the texium male luer and primary set female luer connection. There was no report of pt harm or medical intervention. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). Although requested, the set has not been received. A follow up report with investigation results will be submitted, should the set be returned for evaluation.